Event description:
It was reported "dr (B)(6) that when he opened the set and pulled out the catheter, the guidewire came out kinked." This was found prior to use. The user changed to a new set to resolve the issue.

Manufacturer narrative:
(B)(4) the customer returned one, opened sac arterial kit for analysis. Signs of use in the form of dried biological material were observed on the returned pouch. It is assumed that this is from the customer handling with bloody gloves. The catheter and the guide wire protective tubing were not returned. The guide wire will be analyzed as part of this complaint. Visual analysis revealed two kinks on the guide wire. Microscopic examination confirmed the damage. Further analysis also revealed a crease on the returned lidstock. Based on the customer description, the damage observed is consistent with defects related to adverse storage and shipping conditions. The kinks on the guide wire measure 195mm and 255mm from the proximal weld. The guide wire length measured 349mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.516mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)". The guide wire was advanced through a lab inventory 20ga introducer needle. The undamaged portions were able to pass with no resistance. Resistance was encountered at the locations of the kinking. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The lidstock artwork was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Two kinks were observed on the guide wire body. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The product lidstock for finished good sac-00820-pbx clearly states, "do not bend". Based on the customer description and the sample received, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "dr luthuli alleges that when he opened the set and pulled out the catheter, the guidewire came out kinked." This was found prior to use. The user changed to a new set to resolve the issue.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "dr (B)(6) alleges that when he opened the set and pulled out the catheter, the guidewire came out kinked." This was found prior to use. The user changed to a new set to resolve the issue.